Manufacturer narrative:
The device is expected to be returned; however, the device has not yet bee n received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Subsequently, the pump shut down. The customer declined to perform troubleshooting. Customer's blood glucose (bg) level was 600 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous drips for diabetic ketoacidosis. Customer was released same day with no injuries. Reportedly, the customer reverted to insulin pen for insulin therapy.